Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three used samples were received at the manufacturing site for evaluation. The samples arrived outside of their original packaging. Visual and functional evaluations were performed, and the reported condition was confirmed, leaking was observed at the connection between cross spike and the tubing line. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the feeding set is leaking at the connection. There was no harm to the patient.